Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired two days later. It was alleged that the death occurred due to exposure to the product administered during dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.